Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). Fa did not replicate nor confirm the customer reported complaint. The grips opened and closed properly. There was no grip misalignment observed during visual inspection. Additional finding not related to customer reported complaint include that the instrument was found to have a broken distal pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was not installed in the clevis and missing. The cable was fully broken. This causes dislodged pitch cable at the proximal end. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during central processing, the tenaculum forceps jaws were not aligned. There was no report of patient involvement.